Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 597 mg/dl while wearing the pod. The patient had received a communication error upon start up as they had been using an incorrect pod for their dash personal diabetes manager (pdm). The patient reports having pain at the pod infusion site. Once at the hospital the patient was treated with intravenous fluids, dilaudid and zofran. The patient was prescribed insulin as well as an insulin pen. The patient was released from the hospital after 4-5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.